Event description:
It was reported that prior to a procedure to treat paroxysmal atrial fibrillation a farawave catheter was selected for use. The catheter was removed from the packaging and placed on the sterile table. The catheter was flushed and a non-bsc guidewire was inserted into it. The deployment of the catheter was then tested by moving the array into the basket and flower shapes. However, when the catheter was in the flower shape a wire twisted around one of the array splines was observed. A decision was made not to use the catheter in the procedure and it was replaced. The procedure was completed with no patient complications reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, a thorough evaluation of the catheter was performed. Visual inspection of the catheter noted that a piece of blue lead wire was twisted around one of the splines in the distal cage. Twisting a piece of lead wire around one of the splines is a known manufacturing aid to identify the primary spline. In this case, the manufacturing process forgot to remove the piece of wire before packaging the catheter.

Event description:
It was reported that prior to a procedure to treat paroxysmal atrial fibrillation a farawave catheter was selected for use. The catheter was removed from the packaging and placed on the sterile table. The catheter was flushed and a non-bsc guidewire was inserted into it. The deployment of the catheter was then tested by moving the array into the basket and flower shapes. However, when the catheter was in the flower shape a wire twisted around one of the array splines was observed. A decision was made not to use the catheter in the procedure, and it was replaced. The procedure was completed with no patient complications reported. The device was received for analysis.